Event description:
A report was received that the patient was experiencing gait disturbances. The patient underwent a lead revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients neurological deficits was completely resolved.

Event description:
A report was received that the patient was experiencing gait disturbances. The patient underwent a lead revision procedure. The patient was doing well postoperatively.